Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during an unknown surgery on an unknown date, it was observed that the tip on the vapr coolpulse90 electrode device broke off the first time it was used; and that it looked like the plastic could have been cracked. All fragments were removed easily without additional intervention. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during an unknown surgery on an unknown date, it was observed that the tip on the vapr coolpulse90 electrode device broke off the first time it was used; and that it looked like the plastic could have been cracked. All fragments were removed easily without additional intervention. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated. Visual inspection revealed that the tip of the electrode is broken. The cable is in good condition as well as the connector and pins. The suction tube does not shows saline residues. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging. The device ceramic is cracked with sections missing. The active tip shows evidence of use/activation with tissue debris being visible. The shaft of the device remains straight. Residue visible in the suction tube. Due to the device damage and the electrical cable being cut off, the electrical and functional tests weren¿t performed. Manufacturer summary: visual inspection confirmed the broken ceramic and there is also evidence of tissue debris at the tip indicating that the device has been used. The damage seen to the ceramic appears to be more severe than the ceramic breakages seen under a CAPA investigation; therefore is unlikely to have been caused by the same mechanism and we have been unable attribute an exact root cause. The failure mode could be attributed to forces greater than the design specification being applied during use or a ceramic component issue however this cannot be confirmed. A DHR review has been performed for the complaint device lot number u2107032; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.